Manufacturer narrative:
Additional information the referenced gastrointestinal bleeding events are covered under medwatch MFR report #2916596-2017-00720. Device evaluation: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. This report represents the pump thrombosis. The pump stoppage events are reported under medwatch MFR report #2916596-2017-00737. The pump was returned assembled with the driveline severed approximately 11 inches from the pump housing. The severed portion of the driveline, the sealed outflow graft, bend relief, and bend relief collar were not returned. Upon disassembly of the returned pump, the outlet stator revealed a red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. The presence of contact marks on the distal rotor body suggest that it was likely present while the device was supporting the patient. Although, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump, the deposition would have potentially contributed to the report of elevated ldh. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the power elevations that were identified on the submitted log files. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The physician reported that historically this is a challenging case as the patient has a history of gastrointestinal bleeding alternating with elevated ldh levels and associated adjustments in anticoagulation. Previously unreported gi bleeding occurred in (B)(6) 2015 and the patient¿s inr goal was changed to 1.8-2.2. In (B)(6) 2015 and (B)(6) 2016 the patient was found to have elevated ldh so the inr goal was increased back to 2-2.5 for possible thrombus. At the time, the patient declined to be admitted to the hospital and declined a recommended cta and possible ramp study. More recently, the patient was admitted to the hospital from (B)(6) 2017 for gi bleeding. During that admission, the patient¿s ldh was noted to be elevated to greater than 700 u/l without pump power elevations, so the inr goal was changed to 2-2.5 prior to discharge. The patient was readmitted to the hospital on (B)(6) 2017 with chest pain, nausea, and vomiting. The patient had been awakened by an lvad alarm showing low flow. While being transported to the hospital by ems the patient's implantable cardioverter-defibrillator fired. Pump flow and power parameters were near baseline on admission. The patient¿s lactate dehydrogenase (ldh) level was elevated. The troponin level was negative on admission; however, started to rise and peaked at 12.84 ng/ml on (B)(6) 2017, then trended down to 3.93 ng/ml by (B)(6) 2017. A left heart catheterization performed on (B)(6) 2017 revealed complete occlusion of the proximal left anterior descending (lad) coronary artery with a large filling defect suggestive of thrombus. The lad was treated with suction aspiration and mechanical thrombectomy and a bare metal stent was placed, which completely relieved the chest pain. CT angiography was not suggestive of inflow or outflow graft thrombus and a transthoracic echocardiogram (tte) also did not demonstrate any intra-cardiac thrombus. It was reported that the patient¿s inflow cannula position had not changed significantly over the last several years. In addition to aspirin and coumadin, the patient was on plavix and heparin. On (B)(6) 2017, the patient, who has an oversewn aortic valve, experienced multiple brief pump stoppages with syncope associated with power spikes and speed decreases. The customer stated that after review of a system controller log file, a verbal report from the manufacturer¿s technical service representative could not definitively determine the etiology of the pump stoppages; they were leaning towards pump thrombus. The physician¿s notes stated that thrombus was also his clinical impression for the cause of the pump stoppages. Due to the patient¿s oversewn aortic valve, the patient underwent an emergent pump exchange on (B)(6) 2017 with a finding of intra-cardiac thrombus visible within the left ventricle and multiple trabeculations and torn chordal structures. The intra-cardiac thrombus was removed, along with excision of the excessive trabeculations. A post-exchange echocardiogram on (B)(6) 2017 indicated that the lvad inflow cannula had been repositioned, and the tip was free of contact with the left ventricle wall with no evidence of obstruction. The patient was discharged to home on (B)(6) 2017.

Manufacturer narrative:
(B)(6). Approximate age of device ¿ 1 year and 10 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, multiple pump stoppage events occurred. The patient¿s lactate dehydrogenase (ldh) was also elevated to 2000 u/l. The submitted system controller log file was reviewed by the manufacturer¿s technical services representative, and the multiple pump stoppage events were observed to have occurred while the pump was connected to the power module. This type of behavior has been linked to potential issues with the driveline. A decision was made to exchange the pump and the inflow conduit that evening.